Manufacturer narrative:
(B)(4). Device received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. Pump also received with severely scratched lcd window. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was damaged. The customer's blood glucose level was unknown. The device will be returned for analysis.